Event description:
Philips received a complaint from the customer regarding a v60 ventilator indicating the device displayed error code 1104, ¿check vent: backup alarm failed.¿ to address the issue, the customer replaced the central processing unit (cpu) printed circuit board assembly (pcba). Following replacement, the customer requested assistance with reinstallation of the required software option codes. There was no patient involvement at the time the issue was identified. The customer evaluated the device with the assistance of a remote service engineer (rse), who confirmed the reported problem. Software option encryption codes were provided, and the avaps, c-flex, and ramp options were successfully installed. After completion of the repair and software restoration, the device passed all required performance verification testing in accordance with philips standards and was returned to service. The investigation concludes that no further action is required at this time. Should additional relevant information become available, the complaint file will be reopened.